Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The patient reported they had been experiencing issues charging their implanted neurostimulator (ins) for the last 2 weeks. Patient said some nights they couldn't even get the implant charged at all, and when they did, they would get system problem rm03. Patient mentioned one night they worked with it for an hour and a half until they almost got the implant to 90%, but by then it was so late they were ready to go to bed. Agent asked, patient said they didn't let the ins go below 30% before they would recharge. Patient also said the other night they ran the controller battery down before finishing charge to the ins and kept getting the same error code. Patient denied the recharger getting abnormally hot but said it had always been warm because it takes a while to charge and they have the equipment right up against their skin. The issue was not resolved. A request was sent to the repair department to replace the recharger. Hcp info: patient said they see their family doctor when needed and hadn't seen their implanting hcp in over 2 years. Patient inquired about historical information; patient asked if the implant battery would last as long as they were told it would (9 years), or if the battery would get worse over those years. Patient felt like they always had to stay still when charging or the connection would drop. Agent reviewed information and redirected patient to their healthcare provider to further address the issue.

Manufacturer narrative:
H3: analysis of the [recharger], model [97755-s], s/n [(B)(6)], revealed no anomalies were visually observed. Stuck on checking the recharger screen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.